Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection is a known potential complication of patients after any surgical procedures or in those with open access sites. The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. Device thrombosis, right heart failure, driveline infection, local infection and gastro-intestinal bleeding are known potential complications of patients with cardiac disease and is included in the IFU as a potential complication and the progression of cardiac disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that a patient developed a suspected device thrombosis on (B)(6) 2017. A preliminary review of the controller log files confirmed the presence of high watt alarms on the reported date. The patient was initially treated with thrombolysis but this treatment appears to have been unsuccessful. The patient was later treated with a pump exchange (for (B)(4)). The site further reported that the patient's course had been further complicated by right heart failure that required treatment with a temporary centrimag device, delayed sternal wound healing, a "deep" driveline infection and upper gastrointestinal bleeding associated with a rectal ulcer. Details regarding these events, the patient's symptoms, results of any diagnostic testing, treatments provided or the patient's outcome were not provided.

Manufacturer narrative:
Pump hw25933 was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported event was confirmed via log file analysis which revealed a rise in power consumption starting on january 27, 2017 to parameters outside the normal operating range on february 4, 2017 and multiple high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed faint abrasions on the upper housing ceramic surface and corresponding blade of the impeller. These mechanical abrasions of the upper housing surface and the matching surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the front housing with sufficient strength to overcome the front preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities and possible issues with therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.